Event description:
The suspect device was used to check a pt's blood glucose and a result of 16 mg/dl was obtained. Then the user obtained a message that the result exceeds critical range of 500. A repeat test was performed and the result was 12 mg/dl. Another message of exceeds critical range of 500 was given. A nurse decided to add 500 and 12 together and report the result as 512 mg/dl. Insulin was given before a lab result was obtained. A lab was drawn and the result was 24 mg/dl. Treatment of d 50 was then administered. Controls were run and in range. The device was replaced and requested to be returned for eval.